Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the physician advanced the cat6 through the sheath, then initiated the aspiration; however, no aspiration was observed. Subsequently, the physician realized that the cat6 was kinked at the area where it had gone up and over the aortic bifurcation. Therefore, the cat6 and sheath were removed. The procedure was completed using an indigo system aspiration catheter 8 (cat8). There was no report of an adverse effect to the patient.